Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be off-axis insertion which resulted in the anchor breaking. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/12/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the gryphon p br ds anchor broke while implanting. The implant was visually and verbally checked by the surgeon. No patient consequences reported. Additional information received from the affiliate reporting the event occurred during a stabilization procedure and it is unknown it a delay occurred or if fragments were generated. The affiliate also reported an alternative device; of the same product code, was readily available and used to complete the case. The affiliate also stated it was unknown if any additional intervention is required.